Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the 1st proximal stent strut row was noted to be lifted and pulled in a proximal direction. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19dec2019. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.75x20mm promus element drug-eluting stent was advanced but failed to cross the lesion after several attempts. The device was removed and the procedure was completed with a non-bsc product. No patient complications were reported and the patient was doing well. However, returned device analysis revealed stent damage.